Event description:
Customer reported that the biometric finger scanner (bio-ID) was intermittently failing during a procedure. The customer confirmed that no harm occurred, however has not provided any additional details on patient or care impact such as delay or needing to access medication from a different source.

Manufacturer narrative:
Customer reported that the biometric finger scanner (bio-ID) was intermittently failing during a procedure . The is recorded in case # (B)(4). The customer confirmed that no harm occurred, however has not provided any additional details on patient or care impact such as delay or needing to access medication from a different source. A field service technician went onsite and found no issue with the bio-ID, however, they choose to replace the component as a precaution. No additional information is available at this time. If new information becomes available, a supplemental report will be filed.